Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lubrication issues", ¿sticking, grabbing once placed inside of funnel¿, "lubricant in certain parts of funnel seem to be non existent or sporadic which seems to be resulting in implant ¿sticking¿ in those areas of funnel and not advancing through funnel as easily as they had before¿.

Event description:
Healthcare professional reported via sales rep against keller funnel2 ¿lubrication issues that [hcp] did not have prior", ¿sticking, grabbing once placed inside of funnel¿, "lubricant in certain parts of funnel seem to be non existent or sporadic which seems to be resulting in implant ¿sticking¿ in those areas of funnel and not advancing through funnel as easily as they had before¿ and ¿the implants are sticking to the funnel now.¿